Event description:
The manufacturer received information alleging a ventilator's volume was showing incorrect measurement. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's volume was showing incorrect measurement. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the ablove evaluation, the device's machine flow sensor, blower assembly and air inlet filter needs to be changed due to contamination.